Event description:
It is reported by pt's attorney that the pt underwent a right hip arthroplasty in 2006. Pt was revised at a later time, date and specifics unk.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records for item numbers was also not possible, as the product and/or lot numbers required for retrieval were unavailable. Review of the device history records for item numbers did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.